Manufacturer narrative:
H3: 8731 catheter: analysis identified a break in the catheter body. Continuation of d10: product ID 8731 lot# serial# (B)(6), implanted: (B)(6) 2005, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 28-dec-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone and bupivacaine at unknown concentration/dose via an implantable pump for spinal pain. The company rep reported that pump segment of the catheter "snapped off" when doctor was removing it from the old pump during a pump replacement procedure. The company rep stated that they were using an 8596sc to revise the catheter and attach to the new pump. Physician was able to connect new pump segment and successfully aspirate the new catheter to confirm patency. The troubleshooting steps that were taken on the call resolved the issue. Additional information was from a company representative (rep) stated that the drug information was bupivicaine 30 mg/ml/ hydromorphone 1.2512 mg/day 15.014 mg/day.